Event description:
Report received of an adverse pt event as a result of misprogramming. The pt was ordered at 12:30pm to have morphine sulfate 1mg/ml 30ml syringe in the pca mode to receive pca dose of 2mg every 10 minutes. No lockout interval was recorded. It was unknown what time the pca was actually started, but it was reported that the pca was discontinued at 1600. The pt reportedly was sent to surgery at an unspecified time for the closed reduction of the dislocated right great toe. It was reported that the pt was sent to the radiology dept after surgery for an x-ray, and was apparently told by the surgeon that everything was "okay" and that pt could go home. According to the customer contact, the pt then "left the hospital with a hep lock in place without being discharged and without checking back to the nursing floor". It was reported that at home, the pt was found "unresponsive, apneic and cyanotic with a pulse of 10" the customer contact reports that a neighbor that is a nurse gave the pt "rescue breathing" and after 5 minutes, the pt reportedly had spontaneous respirations. The pt was returned to the ER at 19:30pm, reported to be alert with a bp of 147/72. It was reported that the surgeon stated that the pt had a "vaso-vagal episode". In the ER, the pt was given compazine 5mg IV and was admitted overnight with compazine and tordol ordered. The pt was discharged on the next day. No further information was available.